Event description:
It was reported that atrial lead noise causing auto mode switch episodes was observed on the device. Patient was asymptomatic. Programming changes were made. Patient will continue to be monitored.